Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional in a clinical study reported a urinary tract infection (uti). Intervention included medications that was administered on (B)(6) 2017 and an unscheduled clinic or office visit. Laboratory testing on (B)(6) 2017 resulted in a urinary tract infection. It was reported that the uti was related to the device or therapy and not related to the implant procedure. The patient had uti symptoms so they went to the doctor and a urine sample was obtained where they were found to have uti. The issue was resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the patient's weight at the time of the event was given. The primary indication for device on (B)(6) 2016 was urinary retention with urgency-frequency plus constipation as other indications. Other relevant information include hysterectomy, previously tried incontinence medication(s), 2 vaginal deliveries, and post-menopausal status.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had no previous history of uti prior or since implant found in medical records other than the one reported. No cause was identified in medical records and the urinary tract infection (uti) was described during use of medical devices.